Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman port s/l products that are cleared in the us. The pro code and 510k number for the hickman port s/l products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The device was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (10/2021). Device not returned.

Event description:
It was reported that ten months post port placement through right internal jugular vein, the catheter was allegedly disconnected and fell off into the heart. However, an interventional surgery was performed to remove the catheter along with the port body and replaced with a new port. The patient status is normal at present.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman port s/l products that are cleared in the us. The pro code and 510k number for the hickman port s/l products is identified in d2 and g5. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not provided. Three electronic photos were provided for review. The investigation is inconclusive for catheter disconnection and catheter migration as the exact circumstances of the reported event are unknown and the clinical conditions cannot be replicated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (10/2021), g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that ten months post port placement through right internal jugular vein, the catheter was allegedly disconnected and migrated into the heart. However, an interventional surgery was performed to remove the catheter along with the port body and replaced with a new port. The patient status is normal at present.